Event description:
The customer reported that the consumer got some reagent from the binaxnowcovid-19 antigen self test in their left eye which resulted in redness and stinging. The consumer flushed their eye and applied a cold compress. No further information was provided.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Manufacturer narrative:
The supplemental report is being submitted to provide the investigation conclusion. A product deficiency was not reported or found. Rocky mountain poison and drug safety provided the safety data sheet to the consumer. A supplemental report will be provided if any additional is obtained.